Event description:
Information received a smith medical tracheostomy/pvc - portex tubes pdt griggs for one (1) week after starting to use the product, the customer noticed the cuff deflated very soon even after inflating it. They managed to continue using it by inflating it once two(2) hours. No patient injury. It is not sure from when the cuff got deflated easily. No patient injury.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.